Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) on a cobas 8000 cobas ise module (double). Patient 1 initial result was 118 mmol/l with a data flag. The repeat was 133 mmol/l. The sample was repeated on a different instrument confirming the repeat result of 133 mmol/l. The specific result was not provided. Patient 2 initial result was 119 mmol/l with a data flag. The repeat result was 137 mmol/l. The sample was repeated on a different instrument with a result of 138 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) cleaned the sipper and vacuum lines and checked the dilution bath functionality. Calibration and qc were acceptable. After the service visit, the customer had no further issues. The investigation determined the event was consistent with a maintenance issue.